Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii device had an issue. The heartstring seal did not load into the deployment device and stayed in the loader when the deployment device was withdrawn from the loader. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device . Based upon the received condition of the device, the reported complaint "seal did not load into the deployment device and stayed in the loader when the deployment device was withdrawn from the loader" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).